Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure, the band could not be inflated during pre-op testing. Another device was used to complete the procedure. There was no adverse consequence to the patient.